Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they received lipase (lip) reagent shipment and there was a leakage on top of the lipase (lip) cartridge. No injury was reported on this issue.